Event description:
Boston scientific (formerly guidant) received information that this pacemaker displayed high rate pacing while the patient was having an echocardiogram.

Manufacturer narrative:
The field representative informed the physician that when the echocardiogram was complete the paced rate would return to normal. A technical service consultant discussed with the field representative the reasons for the interaction and suggested ways to alleviate this issue as discussed in the product update. The field representative will discuss the product update with the physician. No additional information is available at this time. This event will be reopened if additional information becomes available or if the device is returned for analysis. Additional information was received that the device was later explanted and returned for analysis. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. This issue is caused by interactions between the device and hospital monitoring or diagnostic equipment when the minute ventilation feature is programmed on.